Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 9) occurred with multiple cartridges. Reportedly, the customer had filled the cartridges with 250 units of insulin. Customer's blood glucose level was 156 mg/dl. Reportedly, a new cartridge was loaded to address the event.